Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney alleges the patient underwent a revision surgery on (B)(6) 2014 however no specific device failure was alleged and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2014: the patient had unspecified injuries and underwent a revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney alleges the patient underwent a revision surgery on 11/09/2014 however no specific device failure was alleged and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of ventralex mesh, patient was diagnosed with bowel obstruction, adhesions and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. Update fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), e3, g1, g3, g4 (PMA/510(k)), g6, h2, h4, h6, h10. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2014: the patient had unspecified injuries and underwent a revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left inguinal incarcerated ventral hernia, thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the large hernia sac was opened, contents reduced in the abdomen and the hernial sac was excised. Then a ventralex mesh was placed in the underlying fascia using sutures.¿ (B)(6) 2014 - patient was diagnosed with bowel obstruction, thereby underwent laparoscopic repair with removal of ventralex mesh. Per operative notes, ¿there was a knot of small intestine that was densely adherent to the previously placed mesh which were taken down. The ptfe portion of the mesh had contracted significantly, thus exposing marlex side which was embedded within the small intestine. The small bowel which was twisted upon itself causing obstruction. There was a stricture, so the small bowel was resected.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, mesh shrinkage, pain and the ptfe portion of mesh was contracted.